Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 250 mg/dl to 300 mg/dl at the time of the incident. Customer states that damage occurred due to worn serial number label sticker on back of insulin pump case. Customer states he treated the high blood glucose with a bolus on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was declined. The insulin pump will be returned for analysis.